Event description:
It was reported that during a cardiomems implant procedure, the physician had difficulty advancing to the pulmonary artery (pa). Physician used a v18 wire to get access to pa. Physician attempted to remove slack from pa catheter in the right ventricle (rv) and lost wire placement. Wire was advanced without much pa catheter support and was advanced to a smaller branch of the left pulmonary artery (lpa). Patient began to cough and was found to have blood. Patient was intubated to protect airway. Cardiovascular (cv) surgeon recommended giving reversing agents to help stop bleed. The bleeding site was coiled to get hemostasis. Implant was aborted with no plans to reschedule at this time. Delivery catheter was opened but never inserted. The physician believed the hemoptysis was caused by wedging the swan catheter in too small of a vessel. The source of the bleed was in a small upper vessel in the left pulmonary artery. The physician did not consider there to be any delays or prolongation to the procedure. Patient was hospitalized after the procedure and was admitted and intubated while the team confirmed the bleeding was resolved. Rep confirmed patient was discharged home on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).